Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21320. Follow-up identified the patient underwent surgical intervention to explant and replace the three implanted leads. The ipg was also electively replaced in order to take advantage of new technology. Note: one of the three leads was not being used for therapy (reference MFR. Report: 1627487-2014-01576).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21320. The patient has three leads implanted, two of which have the same lot number. It was reported the patient experienced ineffective left-side stimulation. Diagnostic testing indicated multiple high impedance contacts. Reprogramming was unsuccessful as only right-side coverage was achieved. X-rays were normal. Surgical intervention may take place as the next course of action.